Event description:
It was reported to boston scientific corporation that an obtryx system was used during an unknown procedure approximately one year prior to (B)(6) 2010. The patient age was reported as over 18 years. According to the complainant, after the procedure, the patient presented with dyspareunia and an abscess in her urethra. The physician prescribed cipro. Attempts at follow up have been unsuccessful.